Event description:
It was reported that on (B)(6) 2024, the patient underwent an orif with the retrograde femoral nailing system advanced (rfna). The radiolucent drive was used for inserting the proximal locking screw. The nurse assembled the instruments, the drill bit in question rotated without any problems at the time of the preoperative inspection. However, the drill bit did not rotate during first drilling. The inside of the drill bit connection might have been ground down, and black shaving came out from the inside. By trial and error, the drill bit finally rotated when it was pressed hard against the bone. Then, two screws were inserted. No pieces were left in the patient. This was confirmed via x-ray. The surgery was completed successfully without any surgical delay. Patient was stable. This report is for an unknown drill bit.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: g4 - 510k: this report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.